Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 34-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included uterine bleeding and d & c. Concurrent conditions included vaginal discharge, vaginal irritation, vaginal itching and yeast infection. Concomitant products included alprazolam, metronidazole and norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric condition: metal anguish") and depression ("depression"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), pyrexia ("fever"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), dysgeusia ("parageusia"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), back pain ("lower back pain") and urinary tract disorder ("urinary disorders"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, pain, pyrexia, alopecia, weight increased, dysgeusia, migraine, fatigue, hypersensitivity, infection, vaginal infection, bacterial vaginosis, vulvovaginal mycotic infection, headache, dysmenorrhoea, vaginal discharge, anxiety, depression, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding and back pain outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, infection, menstrual disorder, migraine, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. She is currently planning for essure removal. Plaintiff underwent treatment for pain , bleeding and urinary disorders. No. Of coils: 8 trailing coils were seen on the right and 2 trailing coils were seen on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion, pregnancy with contraceptive. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received. Reporter information , other relevant history added and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 34-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included vaginal discharge, vaginal irritation, vaginal itching and yeast infection. Concomitant products included alprazolam, metronidazole and norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric condition: metal anguish") and depression ("depression"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), pyrexia ("fever"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), dysgeusia ("paraguesia"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and urinary tract disorder ("urinary disorders"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, pain, pyrexia, alopecia, weight increased, dysgeusia, migraine, fatigue, hypersensitivity, infection, vaginal infection, bacterial vaginosis, vulvovaginal mycotic infection, headache, dysmenorrhoea, vaginal discharge, anxiety, depression, abdominal pain, vaginal haemorrhage, menorrhagia and back pain outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the dyspareunia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. She is currently planning for essure removal. Plaintiff underwent treatment for pain , bleeding and urinary disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new event 'urinary disorders' added. Outcome for the event pain, bleeding and urinary disorders was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 34-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included vaginal discharge, vaginal irritation, vaginal itching and yeast infection. Concomitant products included alprazolam, metronidazole and norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric condition: metal anguish") and depression ("depression"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), pyrexia ("fever"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), dysgeusia ("paraguesia"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and urinary tract disorder ("urinary disorders"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, pain, pyrexia, alopecia, weight increased, dysgeusia, migraine, fatigue, hypersensitivity, infection, vaginal infection, bacterial vaginosis, vulvovaginal mycotic infection, headache, dysmenorrhoea, vaginal discharge, anxiety, depression, abdominal pain, vaginal haemorrhage, menorrhagia and back pain outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the dyspareunia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. She is currently planning for essure removal. Plaintiff underwent treatment for pain , bleeding and urinary disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 34-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included vaginal discharge, vaginal irritation, vaginal itching and yeast infection. Concomitant products included alprazolam, metronidazole and norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric condition: metal anguish") and depression ("depression"). In 2016, the patient experienced pelvic pain ("severe pelvic pain"), pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstruation issues"), pyrexia ("fever"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), dysgeusia ("paraguesia"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("lower back pain") and urinary tract disorder ("urinary disorders"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on 9-oct-2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, pain, pyrexia, alopecia, weight increased, dysgeusia, migraine, fatigue, hypersensitivity, infection, vaginal infection, bacterial vaginosis, vulvovaginal mycotic infection, headache, dysmenorrhoea, vaginal discharge, anxiety, depression, abdominal pain, vaginal haemorrhage, menorrhagia and back pain outcome was unknown, the genital haemorrhage, pelvic pain and urinary tract disorder had resolved and the dyspareunia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. She is currently planning for essure removal. Plaintiff underwent treatment for pain , bleeding and urinary disorders. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : new event 'urinary disorders' added. Outcome for the event pain, bleeding and urinary disorders was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding"), pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's concurrent conditions included vaginal discharge, vaginal irritation, vaginal itching and yeast infection. Concomitant products included alprazolam, metronidazole and norethisterone (norethindrone). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric condition: metal anguish") and depression. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), pain, dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache. On (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"), bacterial vaginosis ("bacterial vaginosis") and vulvovaginal mycotic infection ("yeast infection"), 2 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pyrexia ("fever"), alopecia ("alopecia"), dyspareunia ("dyspareunia"), dysgeusia ("paraguesia"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and back pain ("lower back pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, pain, pyrexia, alopecia, weight increased, dysgeusia, migraine, fatigue, hypersensitivity, infection, vaginal infection, bacterial vaginosis, vulvovaginal mycotic infection, headache, dysmenorrhoea, vaginal discharge, anxiety, depression, abdominal pain, vaginal haemorrhage, menorrhagia and back pain outcome was unknown and the genital haemorrhage, pelvic pain and dyspareunia was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pregnancy with contraceptive device, pyrexia, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. She is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet:- events abnormal bleeding (vaginal), menorrhagia, lower back pain, migration of essure device location of device: uterus and abnormal bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.